Event description:
Pt with history of parkinson's disease was assessed as a risk to fall on admission to this hospital in '08; tabs alarm placed on bed on admission. In the next day, the pt was found on the floor of his room; nurse reported tabs alarm did not ring to her hand held phone; event reviewed with tabs manufacturer and communications; unable to confirm at the present time why tabs alarm did not ring to rn's phone. The pt sustained left hip fracture; in the next day, the pt had left hip intramedullary screw fixation; pt recovered on orthopedic unit postoperatively and was transferred to short term rehab about 10 days later.